Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a non-cardiac related issue. The hospital requested a routine check for the implantable cardioverter defibrillator and it was discovered that the atrial lead exhibited noise. Isometric testing was performed to induce movement to the left pre-pectoral pocket area to create myopotential. Testing confirmed noise was coming from the device pocket. A can-to-lead abrasion was suspected. No further information was available.